Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, there was a mark on the optic. The lens was removed and a new lens of the same diopter was implanted. The iol was stuck tight in the plunger. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and damage was observed to the lens. The viscoelastic reported as use is not qualified to be used with the associated iol combination. Additional observations were as follows: iol returned pressed down into well area of iol case base, resulting in deformation of the iol. A significant amount of solution is dried on both surfaces of the optic and haptics. One haptic is adhered to the optic surface in a folded position. The optic is scratched/marked-rejectable. Unable to conduct dimensional testing due to condition of returned sample. No cartridge was returned. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow the instruction of qualified iol delivery system product combinations and alternative viscoelastic, as the complainant states the use of an unqualified combination. The use of nonqualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).